Manufacturer narrative:
Further information was requested but not received. UDI is not available as product information was not provided.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited unknown lead malfunction. Programming changes were suggested; no changes or intervention were reported. The patient condition was not known.

Manufacturer narrative:
Correction: please retract this report 2017865-2026-09684 as additional information received from the field representative and technical services indicates that the programming changes was due to patient's condition with no allegation of left ventricular (lv) lead malfunction.